Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient had a right total knee arthroplasty to address right knee severe primary osteoarthritis. Competitor components were implanted along with depuy cement. On (B)(6) 2019, the patient had a revision total knee arthroplasty to address mechanical complication of internal right prosthesis, failed right knee replacement with tibial loosening. During the procedure, the surgeon observed extensive scarring and thickening of synovium. The tibial component was noted to be grossly loose from the bone. After the tibial component had been removed, the proximal surface of the tibial bone was evaluated, and there was evidence of fractured and subsided tibial metaphyseal bone as well as fractured cement mantle in the proximal tibia, likely caused by loose component. The femoral component was noted to be ¿partially fixed to the bone¿. Upon removal of the femoral component, there was evidence of fractured, crushed subsided bone and cement in the lateral condyle of the femur, as well as the medial condyle of the femur, as well as the supracondylar notch and trochlea in the areas that had been previously covered by the femoral component likely caused by loose componentry. The patellar component was removed. There was evidence of fractured bone and cement in the patella. The patellar surface was debrided of prominent cement. Depuy components, including depuy patella and depuy cement x3 were implanted during this procedure. Doi: (B)(6) 2016; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.